Event description:
The email received for the study indicated that, a lesion in the ostium of the left internal carotid artery was treated during the index procedure. Approximately one year and two days post index procedure the pt had a repeat carotid revascularization of the same vessel. There was 80-99% prior to the revascularization procedure and was in-stent restenosis. The pt was asymptomatic. There was approximately 20% mid stent stenosis following the procedure. Pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 20mm in length in a 9.0mm vessel diameter with moderate vessel tortuosity. The lesion was characterized as arch ii lesion and with moderate calcification. The lesion as pre-dilated. A 6mm medium support angioguard embolic protection device was successfully deployed at the target site and retrieved without any technical difficulties. A 9x40mm precise stent was successfully deployed at the target site. The residual diameter stenosis was 15%. There were no procedural complications and the pt was neurologically intact upon leaving the angio suite. Pre-procedure medication included aspirin. Post-procedure included aspirin and clopidogrel.

Manufacturer narrative:
The pt was discharged on the following day after the procedure. Approximately one year after having a stent placed in the ostium of the left internal carotid artery, the pt returned for pta of an 80% stenosed index lesion. The pt has a medical history including previous CABG and recurrent carotid artery stenosis. There were no procedural complications, the pt was neurologically intact upon leaving the angio suite and the pt was discharged on the following day after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis was more prevalent in ostial stent placement procedures such as this. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure, intra-arterial stent placement is a treatment of the disease process and it's not a preventive or cure for the progression of symptoms of atherosclerotic artery disease.